Manufacturer narrative:
(B)(4). Device remains implanted.

Event description:
It was reported that a healing abutment was able to be screwed into the implant (B)(4). However, an unknown impression coping and a flexlink abutment could not be placed on the implant (B)(4). The customer stated that internal connection of the implant was damaged and the implant remains implanted.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. The following sections have been updated: (B)(4). Events were re-entered as they are now required fields.

Event description:
It was reported that a healing abutment was able to be screwed into the implant (xifnt410). However, an unknown impression coping and a flexlink abutment could not be placed on the implant (xifnt410). The customer stated that internal connection of the implant was damaged and the implant remains implanted.